Manufacturer narrative:
A patient experienced infective therapy due to lead migration was reported to abbott. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. D6a - date of implant is unknown unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete device. Further information was requested but not received.

Event description:
It was reported that patient experienced infective therapy due to the lead migrating out of the epidural space. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.